Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels and the cause was not known. A correction bolus via the pump and insulin pens were used to address the bg level. As the events had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.